Event description:
During removal of IV catheter, it was identified that approx 1/2 of the catheter was not removed from pt. Pt required removal of remaining catheter piece by surgical physician assistant. Root cause analysis concluded. Investigation and follow-up completed per hospital policy.